Event description:
The customer contacted physio-control to report that when attempting to power on their device, it will not power on. The device will not power on when plugged into ac and the device has two fully charged batteries installed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported power issue. Physio downloaded and reviewed the electronic records from the customer¿s device and verified the reported issue. Physio observed that the device was not communicating with the ac power adapter while in use in a king air 200 fixed wing air ambulance connected to that ambulances static inverter. Physio determined that the likely cause of the reported issue was due to a failure of the ac power adapter to communicate with the device as well as ac power line artifact from their "clipped sine wave" inverter on the airplane. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it will not power on. The device will not power on when plugged into ac and the device has two fully charged batteries installed. There was no patient use associated with the reported event.